Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion sets tubing leakage events at site on 10-mar-2026, 11-mar-2026, and 13-mar-2026. The infusion sets were used for twenty to twenty-four hours. Patient replaced infusion sets and resumed insulin deliveries successfully.